Manufacturer narrative:
(B)(4).

Event description:
Procedure type: inguinal hernia repair. According to the reporter: it is missing a chunk off the seal. Nothing fell into the patient. No additional information provided by materials.